Event description:
It was reported that during a follow up, oversensing was noted on the device. Abbott technical support was contacted, the session records were reviewed, and oversensing of the capacitor maintenance was observed. No intervention has been performed at this time. The patient was in stable condition.